Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Available additional information has been received for this event. This supplemental report is being submitted to provide this information. There is no possibility that this device with the presence of foreign material has been used on a patient. The facility follows reprocessing steps as per instructions for use. This device was fully reprocessed with all steps completed, prior to being sent in for repair. Detergent is used for pre-cleaning. Pre-soaking of the device was performed. Water quality is checked in the final rinse.

Manufacturer narrative:
Full address of the facility is (B)(6). The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was foreign material in the suction cylinder. The foreign material could not be removed with a brush. Other observations for the device: angulation in the up direction is out of standards due to worn of angle-wire; gap of up/down knob is out of standards due to worn of angle-wire; presence of liquid leaks due to cut in distal end rubber coating (a-rubber); stain at light guide (lg) lens due to scratch; adhesive part of lg lens is peeled off; crease at the charge couple device (ccd) lens; color of lg lens is changed; lg lens is polluted; adhesive part of a-rubber is broken; crease at the connecting tube; connecting tube is crumpled and dented; flare in the image; crease at the connecting tube protector; and corrosion at the control part. The user¿s complaint of angulation issue was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of a reduced angulation issue occurring during preparation for use, where the angle control knob was loose. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that there was foreign material in the suction cylinder. The foreign material could not be removed with a brush. This medwatch is being submitted for the presence of foreign material in the suction channel as observed during device evaluation.